Manufacturer narrative:
The technician replaced the casters to repair the stretcher.

Event description:
Info received indicates when the brake was locked the casters would continue to rotate is pushed on the side.